Event description:
Atty alleges at the time of plaintiff's explantation it was determined that the implants had significant gel bleed, leaking silicone gel into the plaintiff's body. Atty also alleges the plaintiff experienced extensive emotional distress. Plaintiff suffered and continues to suffer grievous and permanent bodily harm, including but not limited to the following: extreme physical pain, discomfort within and around the breasts, numbness in the breast area, hardening of the breasts, build up of scar tissue within the breast, change of shape of the breast and asymetry of the breasts, headaches, physical pain and discomfort throughout the body, discoloration and bruising of the breasts.